Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: there was no visible damage to the battery or cartridge compartment. The pump case was observed to be cracked. The leak test failed due to a cracked pump case. The pump was opened and no moisture was observed on the internal components of the pump.